Manufacturer narrative:
Unable to confirm serial number .

Event description:
The manufacturer's field service engineer reported that the touchscreen would not hold calibration. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi) a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The pm pcba was installed in the fi test ventilator. The test ventilator was powered up from ac and delivered breaths and the ac led indicator activated. The touchscreen responded to touch command and touchscreen calibration passed. The ventilator operated for two (2) hours during which time post was executed 25 times without generating any failures. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The power management (pm) pcba was tested and no failures were identified.